Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting that the pinch valve housing of the orthopat machine was broken. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting that the pinch valve housing of the orthopat machine was broken. No donor injury or reaction. No operator injury was reported. Device was returned for eval. A saline spill was confirmed. Fluid ingress and electronic damage were discovered. The machine is now ready for use. (B)(4).